Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information was received from the nurse; the patient did not experience a peritonitis event as was previously reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with stomach pain. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. The treatment and outcome of the peritonitis event were not reported. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.